Event description:
It was reported that during a coolseal procedure on (B)(6) 2023, the physician was performing an ovarian surgery and in the middle of the procedure it was noticed that a piece of the of the coolseal broke off inside the patient. The physician was able to successfully retrieve the piece of the device and no patient injury was reported. Procedure was completed with same device and no other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.